Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-jun-2019 from the patient¿s pump managing healthcare professional (hcp) who when asked about what actions/interventions were or would be taken to resolve the pump moving from the patient¿s right abdomen to the left pelvis stated that this was the first notification they had of this problem. The patient was currently in a hospital where the hcp was not affiliated, and they had last seen the patient on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was in the intensive care unit (ICU) on a ventilator. The patient had pneumonia, severe aspirations, and went into septic shock. The symptoms had come on suddenly. They did not know if the patient¿s symptoms were related to the baclofen or if it was contributing at all to the symptoms, but they wanted the pump stopped. Additional information was received on (B)(6) 2019 from a company representative who reported that the pump was programmed to minimum rate and it appeared that the pump had moved from the right abdomen to the left pelvis. The cause for the pump moving was not known and they were not sure of the cause of the patient¿s symptoms. The patient was being cared for in the ICU and would likely return to their managing doctor¿s office once able to. No further complications have been reported as a result of this event.